Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the brush issues could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿a channel sweep brush (bw-20t) is used to brush the forceps channel, the suction channel's canal, and the holes on the suction button.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the brush bristles fell out easily/brush bristles was missing and metal parts were exposed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the bristles of the brush gradually fell out and after only 10 days of using the brush, the bristles at the tip of the brush had been peeled off, and the metal part was almost completely exposed. The issue was found during reprocessing. There were no reports of harm.